Manufacturer narrative:
Concomitant products: product ID 37744, serial# (B)(4), product type programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger (B)(4).

Event description:
It was reported the patient¿s leg was twitching all over the place the night before this report and it hurt real bad. The patient had a post-op appointment with their healthcare professional and a manufacturing representative scheduled for (B)(6) 2014 where they were to be shown how to use the patient programmer. When the patient used the patient programmer the programmer would shut off on its own. The patient had put the programmer over their device and when they turned it on they felt a big shock. The patient turned it down and they must have turned the device off. During troubleshooting the patient was able to turn their implantable neurostimulator on with the patient programmer. The patient felt stimulation that felt better and they were getting stimulation to both of her legs. The patient stated it seemed to be working, but the patient programmer went blank. The patient confirmed they were able to feel stimulation and the issue was resolved.